Event description:
It was reported that the patient implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD) was shocked inappropriately. The device was programmed off following the shocks. No further information was available. No additional adverse patient effects were reported.